Event description:
The technician alleged that the bed will not go into reverse trendelenburg. No pt impact.

Manufacturer narrative:
The technician adjusted the trendelenburg limits switch to resolve the issue.